Event description:
It was reported that the patient presented with a right ventricular (rv) lead that was exhibiting undersensing. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the patient was in stable condition.